Event description:
Additional evaluation of the event noted that both anchoring sutures were broken which allowed the ins to flip within the subcutaneous pocket. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had felt their implantable neurostimulator (ins) was ¿flipping¿ and had flipped over. Surgical repo sitioning of the ins was then performed on (B)(6) 2006. The patient outcome was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type extension. (B)(4).